Manufacturer narrative:
Vyaire medical complaint #: (B)(4). At this time, vyaire medical has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. All transducer calibrations and exhalation differential pressure calibrations failed. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigations: the vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was found to be transducer failure. Root cause of the issue was determined to be supplier manufacturing process. The main board was replaced and the transducer was calibrated and the machine met specifications.